Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer's screen was unresponsive. It was noted when randomly clicked on screen both with finger and stylus then for one in two to one in four clicks the screen was not responding. It was noted that the programmer was able to respond to both stylus and finger touch without any issues observed during incoming inspection. The upper hinge cover bullets were missing. The cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's screen was unresponsive. It was noted when randomly clicked on screen both with finger and stylus then for one in two to one in four clicks the screen was not responding. There was no patient involvement.